Event description:
It was reported that a laparoscopic cholecystectomy procedure, the device was fired and the first few clips had clip gap when they came out of the applier. They surgeon was firing on the cystic duct. There was no mention of noises and the device was not difficult to fire. There were no clips or staples at the site. The surgeon fired the device. They used a second like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.